Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. During the functional testing, the issue was duplicated. The cause of the problem is decalibrated downstream occlusion (dso) sensor. Occlusion alarm was displayed every time when pump start delivering. Problem was resolved after dso sensor calibration device submitted for functional and delivery tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the pca yield test had failed. There was no patient involvement.